Event description:
Complainant alleged that the clinicians were attempting to pace a patient but the device did not appear to be stimulating the patient. Clinicians then obtained another device and continued to treat the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.